Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes an unspecified numbers of samples exhibited rouleaux. There were no health consequences or impacts reported.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: (B)(4) h.6. Investigation summary: bd received 5 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for sample quality-rouleaux with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to sample quality-rouleaux as all samples met specifications. Complaints for sample quality are under statistical control for the month of april, 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sample quality-rouleaux. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.